Event description:
It was reported that during an emergent procedure for an impending rupture of a 64 mm abdominal aortic aneurysm, an endurant iis stent graft system was used. The patient presented with severe abdominal and back pain, and a computed tomography scan revealed an impending rupture of the aneurysm. There was a significant shelf of calcium at the ostium of the right renal artery, and the left renal artery was not functional. During the deployment of the bifurcate stent graft, there was difficulty in getting the right side of the graft to descend properly due to the calcification, resulting in partial coverage of the right renal artery. A 7 x 17 non-mdt stent was placed, and subsequent imaging showed the right renal artery filled without issues. A double barrel appearance was noted in the main body portion of the graft, indicating infolding of the distal main body. The graft was re-ballooned, and no endoleak was observed. The cause of the infolding could not be determined per the physician. The procedure was completed, and the patient was discharged from hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis: the reported infolding, inaccurate delivery and partial occlusion of the renal artery were confirmed on the single film provided; however, the exact cause of these events could not be determined. The reported difficulty positioning the stent graft could not be assessed. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Procedural angiograms showing the reported difficulty positioning the device was not received nor were any post -operative CT's available for review. The reported significant calcification at the ostium of the right renal artery which was reported as the cause of the positioning difficulty, inaccurate delivery and occlusion could not be confirmed on the film received. Analysis of the returned film did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.